Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, blue pixels appeared on the edge of the thermal mask. The pixels slowly returned to normal with no change made by the user. There were no patient complications reported in relation to this event.